Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. It was reported that air was thought to have leaked into the distal portion of a preface sheath during a procedure. The sheath was replaced and the issue was resolved. The procedure was continued without patient consequence. The returned device was visually inspected and a non-sterile preface sheath cannula and vessel dilator were received for analysis inside a plastic bag. Per visual inspection, no anomalies were found on the received unit. Then per the reported event a lab sample syringe filled with water was attached to the stopcock of the received unit and pressure applied into the preface unit and no leakage was observed during the test performed. The returned device was visually inspected and a non-sterile preface sheath cannula and vessel dilator were received for analysis inside a plastic bag. During the initial visual inspection, a gap between modeled hub was observed. However, during the detailed visual inspection, no gap was observed. Then per the reported event, a lab sample syringe filled with water was attached to the stopcock of the received unit and pressure was applied into the preface unit. No leakage was observed during the test performed. The brim cap was detached to the catheter hub and the hub ring od. The brim cap ID were measured and they were found within specification. No visual anomalies were observed neither on the cap or hub that could cause a gap. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the cap assy sub assembly and no anomalies were found. Additionally, calibration record for leak test machine was reviewed and no anomalies were found that might contribute to the issue reported. The root cause of the air/bubble formation spontaneously cannot be conclusively determined. However, no leakage was observed during the test of the device.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/25/17. It was noted that the there was a small gap between brim cap and molded hub. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The manufactured date and expiration date have been provided. (B)(4).

Manufacturer narrative:
Still pending is the manufactured date and expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. It was reported that air was thought to have leaked into the distal portion of a preface sheath during a procedure. The sheath was replaced and the issue was resolved. The procedure was continued without patient consequence. This event has been assessed as a reportable malfunction as there is potential for air embolism as the air in the side port has the potential to mobilize resulting in an increased risk to the patient.